Event description:
The attending physician observed a screw backing out from an anterior cervical plate on films taken during a follow-up exam. A revision surgery was performed to remove the screw in 2008. The revision case was completed with no further incidences and the pt is reported to be in good health.